Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - the user repeatedly applied a rotational force to the connector of the reprocessing basin of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing air/water/instrument channel connector (gray) of the reprocessing basin of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.